Event description:
It was reported that there was oversensing and noise on the atrial lead and right ventricular lead. The leads were inactivated and replaced. It was also reported that the patient was feeling anxiety and appression. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.